Event description:
It was reported that the patient had "erratic clinical changes" recently. The patient did "very well clinically" after their device had been implanted about one and a half years ago. The patient had been programmed in monopolar mode with no problems, and they maintained the same settings for about one year. The patient had changes in therapy over the past six months, and reprogramming was unsuccessful. In (B)(6) 2012, the patient received therapy for the following settings: bipolar, 3+, 0-, 1-, 3.5v, 180us, and 100hz. Measurements were 873 ohms at 105ua. In (B)(6) 2012, measurements were 1556 ohms at 46ua. Electrode impedances for pairs c0-c3 were 1700, 1268, 1322, and 1548 ohms, r respectively. Pair 01 was 1935 ohms; pair 12 was 1700 ohms; pairs 02, 03, 13, and 23 were >2000 ohms with 9, 9, 10, and 11ua. The system appeared to be intact, though impedance values almost doubling (though still in normal range) suggested it may not be intact. The physician was recommended to troubleshoot impedance testing with "neck manipulation" and palpation. No parasthesias at the device pocket or "shocking feelings" were reported. The patient had complained in the past about numbness in the arm or leg, but that was not local to the device. The physician thought this was "more in relation to a potential surge in stimulation." Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3389-40, lot# j0220025v, implanted: (B)(6 )2002, product type: lead. Product ID: 3387s-40, lot# v419196, implanted: (B)(6) 2010, product type: lead. (B)(4).